Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Visual and functional testing were performed on the returned device. The reported balloon rupture confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that without issue, an armada dilatation catheter advanced to the heavily calcified, posterior tibial artery lesion. Upon inflation to 4 atmospheres (atm), the balloon ruptured. The device was removed without issue and another device was used in replacement. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided.